Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy, the device displayed an error code 5. A second was pulled, it also showed an error code 5. Another device was used to complete the case. There were no pt consequence.

Manufacturer narrative:
Results: broken blade. Evaluation summary: the analysis results found that devices (a and b) were returned. Both devices were found to have the distal tip of the blade broken off and missing. The fractured distance of the blade on device a measured approx 7.19mm from the top of the outer tube. The fractured distance of the blade on device a measured approx 7.62 mm from the top of the outer tube. The devices were tested with the gen01. Device a activated in air. Device b functioned in air while being activated. In addition, the remaining portion of the blade penetrated and cut the chamois; however, the cut was not maximized to its full cutting power as in a conforming instrument. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.